Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation under the electrode belt cables on the patient's back. It was reported that the patient has "muscular dystrophy and thin skin". The patient's cardiologist recommended an anti-itch cream be used for the irritation. It was reported that the irritation improved, and that the patient was now using a moisturizer.